Event description:
It was reported that the insulin pump alarmed button error and customer stated that the device was not delivering insulin. Customer stated that she fell into water with the insulin pump on. Customer also stated that the bolus button was bringing up the regular menu instead of bolus and stated that the buttons were not functional. Customer's blood glucose reading at the time of the call was 124 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The device had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with no moisture damage on the electronic, motor, vibrator motor or battery tube assemblies. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads.